Manufacturer narrative:
An event regarding pain involving a ceramic head was reported. The event was not confirmed. The device history review indicates all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. The complaint history review indicates there have been no other similar events for the reported lot. Conclusions: the exact cause of the reported pain could not be determined because insufficient information was provided. Further information such as return of device, operative reports, xrays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that the patient alleged pain and the products removed were (B)(4), lot: 51368001, (B)(4), lot: 51422801. This is the patient's third revision for pain. During revision, the dr. Found a small pocket of "something black."

Manufacturer narrative:
Additional device listed in this report: cat#: 6519-t-100, uni adaptor sleeve v40 ti, lot# 51422801. It cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported that the patient alleged pain and the products removed were 6519-1-036 lot: 51368001, 6519-t-100 lot: 51422801.